Event description:
It was reported that during a treatment using the ultima 2000 se laser, three pts sustained pitted corneas. It was further reported that this occurred on the peripheral of the eye which will not affect vision. No device malfunction or medical intervention was reported.

Manufacturer narrative:
An eval of the subject device by a lumenis technical specialist found that there was no device malfunction. Reasonable attempts were made to obtain add'l event info from the use facility, however, none was reported. Should add'l info be reported a f/u MDR will be filed.